Event description:
It was reported that the customer experienced elevated blood glucose level (approximately 200 mg/dl). Customer is working with her health care professional on the reported issue.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.